Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident / stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 62-year-old male patient developed a thrombus in their left ventricle during impella support. The pump was subsequently removed as a result of the noted thrombus.

Manufacturer narrative:
The investigation for the reported thrombus has been completed. Neither the device nor sufficient clinical information was returned for evaluation. The root cause of thrombus could not be determined as the device was not returned nor sufficient clinical details. The instructions for use referenced in the initial report is for the impella cp with smart assist system, which now includes the statement "cardiac or vascular injury (including ventricular perforation).¿ added- h6 component code 925 in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.